Manufacturer narrative:
Failure analysis: neither the body screw nor the packaging was returned to integra for investigation. From the information provided, there is not a risk of a sterility failure. Root cause: the root cause appears to be the decision by the surgeon to use a quarantined device with labeling indicating the device was expired. This constitutes an off-label use of the device. If more information is forthcoming, this complaint will be reopened and an investigation conducted.

Event description:
It was reported that during a shoulder surgery on (B)(6) 2019, the surgeon implanted an expired implant (expiry date april 30, 2019). As a result of products from a competitor (depuy ) not delivering their implants in a timely manner to facility. The surgeon used an expired integra product to finish the procedure. Note: integra sales representative conducted an audit of devices in stock and quarantined the expired devices on (B)(6) 2019, however, surgeon still used implant, without notifying the integra sales representative. No patient injury or death was alleged; product remains implanted inpatient.